Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customer's facility by a field service engineer (fse). The cooling system was drained and the filter was cleaned. System set-up was the performed again, and all safety circuits passed without any errors. The console passed functional checks and power checks. It is probable that the filter could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during a procedure, there was an error message displayed and due to this, the procedure was cancelled. No patient outcome was reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure, there was an error message displayed and due to this, the procedure was cancelled. No patient outcome was reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.